Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. The cause of reset was unable to be determined. Programming changes were successfully completed and the device was restored back to normal function. The patient was stable and asymptomatic.